Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analzyer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the need for ongoing troubleshooting for the clinical chemistry albumin bcg assay, as controls go out of specifications high or low every time an albumin bcg reagent cartridge changed on the architect c8000 analyzer. This issue was observed at the sister laboratory location where the customer stated the albumin assay had to be recalibrated with each new cartridge. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect c8000 analyzer, list # 1g06-01, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.